Manufacturer narrative:
H3: product analysis of product:(B)(4), lotno:my23e001 during the incoming inspection, deformation of the handle screw threads was observed. E1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via a manufacturer representative regarding a flex arm used for spinal therapy. It was reported that the device had malfunction. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the allegation of the event was the scope portion that grips the tubular retractor operating loosely.